Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2026 a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube. In (B)(6) 2026 the patient reported that there was swelling and discharge at the peg insertion site. The patient was seen by a gastroenterologist who prescribed 400mg of oral suprax tablets and bactroban cream on (B)(6) 2026.